Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited changes in threshold measurements, loss of capture (loc) and an unknown duration of pacing inhibition two months post implant. An invasive procedure was performed. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that a lead dislodgement was suspected and during explant of the lead, damage was noted in the lead insulation.